Manufacturer narrative:
On 20-apr-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a left atrial flutter (l-afl) ablation procedure with an octaray mapping catheter and the patient experienced a foreign object being retained in the body. During the procedure with an octaray mapping catheter, one of the splines got caught in the mechanical valve and the coating was sheared off of the spline; the doctor was trying to retrieve it. The damage resulted in wires/braids exposed. The part that sheared off was retained in the body. This was noticed when the physician noticed their catheter was stuck in the mechanical valve. The foreign object was confirmed using fluoroscopy. No medical intervention was provided to the patient. The patient did not go to the operating room (or) for removal of the foreign object as it was stable during fluoroscopy and the patient will be monitored overnight. The patient was stable. The patient required extended hospitalization (overnight) for observation and returned to the lab for imaging the next day. The physician's opinion on the cause of the adverse event was that he got too close to the mechanical valve with the octaray mapping catheter. It was also reported that an octaray mapping catheter was not visualizing correctly on the carto® 3 system. There were no errors on the system at this time. The cable was replaced, but the issue remained. The connection sequence was redone, but the issue remained. The catheter was replaced, and the problem was resolved. The case continued. The customer's reported visualization with the second octaray mapping catheter issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote.